Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. International UDI: (B)(4). The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test (pvt test 5) at the 0slpm setting. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 14jan2019. Date received by manufacturer: 10jan2019. During further investigation (fi), a visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The data acquisition (da) pcba and oxygen solenoid valve were disassembled from the gds and not returned with the gds assembly. An fi test data acquisition (da) pcba and an oxygen solenoid valve were installed to the gas delivery system (gds) assembly and the gas delivery system (gds) assembly was installed in the fi test ventilator. The test ventilator powered up from ac and delivered breaths. The airflow accuracy test was performed and failed at the 0 lpm setting. The o2 flow accuracy test was performed and failed at the 1 lpm setting. During troubleshooting of the gds assembly, a defective u1 (airflow sensor) was found on the airflow sensor pcba which generated the inaccurate airflow display reading. U1 was replaced on the airflow sensor pcba. The gas delivery system (gds) assembly was reinstalled in the fi test ventilator. The test ventilator powered up from ac into normal ventilation mode and delivered breaths. The airflow accuracy test and the o2 flow accuracy test was performed and passed. Post was executed 25 times without generating any failures.